Manufacturer narrative:
Date of event: unknown. Initial reporter phone#: (B)(6). Investigation: the sample sent by the customer was verified and it was possible to observe barrel cracked. The probable cause for the defect is related to a barrel jam at machine assembly, allowing the damage product flow of the process. A DHR was performed and quality notification and maintenance analysis was done and no records potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe barrel cracked. The probable cause for the defect is related to a barrel jam at machine assembly, allowing the damage product flow of the process. Based on sample/photo, the investigation concluded: bd was able to confirm the customer¿s indicated failure.

Event description:
It was reported that a bd plastipak¿ luer-lok¿ syringe was cracked. There was no report of injury or medical interventions.